Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n172896005, implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis of the pump revealed a pump motor feed thru anomaly as there was shorting across the insulator.

Event description:
It was reported that the patient was seen in the emergency room and admitted. The patient experienced an altered mental status, fever, increased spasticity, sweating/diaphoresis, and flu-like symptoms including nausea and vomiting. The patient¿s entire body was spastic. The pump was interrogated and the logs were read. These indicated a critical alarm for a motor stall occurred on 4:54 am. The logs were read at 8:20 am and the stall had not yet recovered. At the time of the event the patient¿s status was reported as alive, no injury. The pump was explanted and not replaced at this time. Another device will be implanted in the future. This device system delivered baclofen, morphine, and clonidine. Additional information has been requested, but was not available as of the date of this report. It was later reported that the stall had recovered on (B)(4) 2013. The cause of the stall was not known. No further troubleshooting was performed. The patient was stable and doing much better since the pump replacement.